Event description:
An authorized service provider (asp) contacted ventec to report that the exhaled tidal volume (vte) levels were low, the device was displaying a patient circuit disconnect alarm and a high peep (positive end expiratory pressure) alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it having low exhaled tidal volume (vte) levels, and displaying both the patient circuit disconnect and high peep (positive end expiratory pressure) alarms was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.